Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer stated that customer got the pump wet and when he presses the buttons the screen goes blank. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no blank display noted. No moisture damage on electronics and motor assembly noted.